Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter and haemotronic confirmed that there was a leakage in the yellow tubing. A batch review could not be performed because the lot number was unknown. Due to insufficient information available, root cause could not be determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) that during prefilling a leak was noticed in the tubing. There was no patient injury or medical intervention reported. This incident was prior to patient use and no patient was connected.